Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of asdss0134 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported there was breakage at the lower hub of the chemoport needle causing spillage of the fluid to the patient.